Manufacturer narrative:
Reason for reoperation: device migration/implant malposition. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, device migration/implant malposition, correction of asymmetry, change shape/size/style" via national breast implant registry. This record is for the left side. Device was explanted.